Event description:
Egd scope attached to processor and received code "scope communication err (b30)" at start of a case sn (B)(4). A different scope was used without issue. FDA safety report ID # (B)(4).